Manufacturer narrative:
(B)(4). Evaluation, results: (perforation). Evaluation, results and conclusion: (small in a diameter and calcified distal aorta).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm approx one month ago. The vessel morphology was reported as the aortic neck was large, ranging from 35 mm in diameter at the renal arteries, enlarged to 38 mm, and was then 35 mm in diameter above the aaa over a length of 22 mm; the neck also was moderately angulated and had thrombus and calcification. Iliac arteries were mildly calcified, non-tortuous, and 14 mm in diameter on the right and 16 mm in diameter on the left. Access vessels were calcified and slightly larger than 6 mm in diameter. The pt was not an open-repair candidate. The talent bifurcated stent graft was able to be delivered up the right side and deployed without issues. Due to the very large neck, a talent thoracic graft was planned to be placed proximally. The taa graft device was advanced up the left side and able to be delivered all the way to the aaa but was getting caught at the aortic bifurcation. The delivery system was removed from the pt and there was a small crimping/kink of the device noted, but the delivery system was advanced on the right side. The taa device still could not be advanced via the right side. A conduit was then placed successfully, and the taa graft was delivered and deployed without issues. After removing the taa delivery system, the patient's pressure started dropping, and a hole/tear in the aortic bifurcation was noted. A reliant balloon was inserted to help stabilize the pt, and the hole was repaired. The contralateral limb was then placed without issues. No clinical sequelae were reported, and the pt is fine. (Ref MFR 2953200-2011-00413).